Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: specific number of procedures the issue occurred: multiple ¿ I have only saved packets from 1 case. Information came as anecdotal and occasionally until provider said it had been happening lately and it was during a case. I was able to retrieve the packaging and file a complaint. For each procedure: event date ¿ (B)(6) 2019. Quantity involved: 4 packages. Event description stating if needle pull off or suture thread broke for each involved device: needle came off this instance . How was the case completed? Using the same type of suture. Are samples available for evaluation? No. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent. Note: the 4 devices for this patient reported in medwatch reports 2210968-2019-85141, 2210968-2019-85142, 2210968-2019-85143, 2210968-2019-85144.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle came off the suture easily. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.